Manufacturer narrative:
There was no ge service performed. The customer rebooted the system and it operated as intended.

Event description:
The customer reported the system locked up during boot up . No patient injury was reported.